Event description:
Laboratory technicians experienced reactions to the gloves which ranged in severity from mild redness and skin irritation to dry, cracking and bleeding knuckles. The technicians wore another brand of latex gloves prior to using this product and there were no reactions noted with the previous latex gloves.